Event description:
It was reported that the user experienced hyperglycemia with a pump reading of high and persistent elevated glucose for approximately two hours; troubleshooting identified likely poor insulin absorption at the infusion site, potentially from scar tissue or muscle, and the user was guided through a full cartridge and 23-inch infusion set change, after which insulin delivery resumed. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, diabetic ketoacidosis, or need for medical intervention. Outcomes included user-managed recovery without backup therapy, hospitalization, or external assistance. Investigation included remote technical support, review of infusion site integrity, and stepwise re-priming and reconnection procedures. Investigation of this case revealed no damage to the infusion set, connector, or tubing, with the most consistent finding being inadequate insulin delivery due to suboptimal infusion site absorption. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.